Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 event was confirmed. 1 event suggests that the bur broke as a result of possible contact with a metal object. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction events in which the device broke during use. There was patient involvement. 1 event occurred during an osteotomy for upper jaw. There was no patient impact.